Manufacturer narrative:
H3, h6: one 72203521 4.5mm full raduis platinum series blade device used for treatment, were returned for evaluation. Review confirmed that the blade spins with very light resistance at the distal tip. There were some light wear bands skived into the tip cup where the inner blade made contact. The symptom aligns with inadvertent side loading and pressure applied to the device. Light greyish residue found was attributed to wear from inner/outer blade contact combined with silicone used in the manufacturing process. Based upon the components of the device, this residue would be composed of the silicone fluid, the tin-nickel plating used in the device. Per instruction for use ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿ and it also notes: ¿irreversible damage to blades or burrs will result if they are run without the flow of irrigation (dry).¿ prior complaint engineering evaluation concluded that the device is safe and compatible with biological systems. Complaint history review indicated similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution. No further investigation warranted at this time.

Event description:
It was reported that during a shoulder scope, while using a dyonics blade there was a black film on the joint. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.